Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler is corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as result of conducting device inspection, the phenomenon was not reproduced. The information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was out of focus. The event occurred during inspection for use. There were no reports of patient harm.